Event description:
Patient experienced an initial fracture of the distal femur above a total knee with an initial implant procedure approx. 4 months prior to explant, approximately (B)(6) 2012. The broken plate was found on routine follow up x-ray, date unknown; patient had x-rays every 30 days post-operatively, revealing bending of the plate prior to the broken plate discovered on the final x-ray. It was noted that the patient was non-complaint weight bearing post-operatively. Patient returned to or on (B)(6) 2012, hardware was removed, new hardware was implanted; same type plate as was explanted was implanted, with the addition of cables and bone graft.

Manufacturer narrative:
Additional narrative:note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device used for treatment. Implant date approximately (B)(6) 2012.a review of the raw material device history record revealed this lot met all specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4): placeholder.